Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed error codes e090 and e214 due to a faulty generator board. Heavy rusting and fumigation on the components for the generator board and the high voltage power supple board were found, the foot switch connector was found rusted, and the component on embedded pc was found broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when switching on the high frequency unit "esg-400", the device displayed error e090 (internal hardware error) and automatically restarted. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty generator board caused by corrosion, likely from fumigation of rooms for the purpose of biodecontamination with e.g. Aqueous hydrogen peroxide (h2o2) or formaldehyde solutions, which are known to be strong oxidizers. These substances attack the surfaces of the units as well as circuit boards, electronic components and insulation materials in the interior. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.